Event description:
Meter was reading "control". The pt stated that after applying a blood glucose test, a "control" reading would appear. The pt was using the correct technique and the test strips were in good condition. The pt was able to retest on meter and pt obtained a result of 128 mg/dl. Treatment was reported as "none" by the medical professional. The issue, however, was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.